Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. Upon receipt the battery pack connector was corroded. A root cause investigation is currently underway at the supplier. A supplemental report will be sent upon completion of root cause investigation. No adverse event resulted from the corroded connector. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), which was returned for routine maintenance, it was observed that the contacts of the connector were corroded. The last pt to use this battery pack did not report any issues.